Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via merlin.net with a 15 second false pause episode relating to the patient¿s insertable cardiac monitor. As the patient was physically active at the time of the pause, it was thought likely that the device was put in a position that separated the connection between the patient¿s tissue and the device¿s electrode. The patient will continue to be monitored.

Event description:
New information noted that the patient weighed (B)(6).